Event description:
It was reported that the patient had complaints of predominant low back pain that had been going on since (B)(6). He reported he initially sustained a gunshot wound to the abdomen and subsequently had fallen onto a curb and his abdomen opened after the surgery. Since that time, he has had progressive low back pain. He had undergone physical therapy as well as multiple facet injections, discogram and pain management. The patient felt he had exhausted pain management and wanted to consider surgical options. His pain was 80% back pain, 20% left leg pain, on average a 6/10. The pain was worse with prolonged sitting and increased with coughing and sneezing. CT discogram of the lumbar spine dated (B)(6) 2002 demonstrated an anterior herniation of l5-s1 with concordant pain at 5-1; radial tears at 3-4 and 4-5; however non-concordant. Impression was painful degenerative disc, l5-s1. On (B)(6) 2002, the patient was admitted with diagnosis of degenerative disc disease. He was currently taking lortab and skelaxin for his pain (4-6 a day). He underwent arthrodesis anterior l5-s1 and application of prosthetic device l5-s1. The l2 cages were packed with infused bmp, which had been prepared prior to the procedure. There were no complications. Post-operative course was unremarkable. He was discharged on (B)(6) 2002 in good condition. Due to a history of abdominal pain, the patient underwent a CT of the abdomen on (B)(6) 2002. Impression was dilated right collecting system with mild edematous changes of the right kidney; there was suspicion this represented a recently passed kidney stone; abdomen and pelvis otherwise essentially unremarkable. On (B)(6) 2003, the patient was admitted to the hospital with a diagnosis of infected incisional hernia. He was taken to the operating room the same day for exploration of a chronically draining abdominal wound with culture of chronic infection cavity superficial to and including composite mesh. Mesh removal followed by packing and temporary closure followed. Pathology report showed dense fibrous scar tissue with foreign body inflammation; infected mesh. A packing exchange was performed on (B)(6) 2003, with removal of packing and pulsavac mechanical debridement followed by wound closure. The patient was discharged home on (B)(6) 2003. On (B)(6) 2003, the patient was seen in the ER for left-sided chest pain of 4-5 days duration. He was discharged the same day. Due to probable mesh infection, on (B)(6) 2003, the patient underwent wound exploration, culture of chronic infectious cavity adjacent to and including kugel patch, removal of kugel mesh and partial removal of additional marlex mesh in cephalad portion of wound. The patient was seen by a physician in (B)(6) 2004 for a lump in his testicle which he had initially noticed approximately a year ago and had been getting progressively worse with time. Scrotal ultrasound on (B)(6) 2004 revealed heterogeneous or echogenic soft tissue nodule within the parenchyma of the left testicle worrisome for neoplasm; right testicle appeared normal. Due to the left testicular mass, on (B)(6) 2004, the patient underwent left radical inguinal orchiectomy, repair of inguinal hernia and insertion of on-q pain pump. Complications included difficult cord dissection secondary to previous herniorrhaphy and mesh insertion in the left inguinal canal. Tissue biopsy of the mass revealed left testis seminoma; tumor confined to testis, stage pt1. At discharge, it was noted the patient was taking oxycontin for back injury. A CT of the abdomen on (B)(6) 2004 showed no abdominal metastatic disease.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.